Event description:
Hosp submits the following report pursuant to 21 cfr part 803. This report is based on information reviewed by hosp which hosp may not have had an opportunity to investigate fully or verify prior to the reporting date. This report shall not be construed as an admission by hosp that it on any of its employees or affiliates caused or contributed to the incident described herein. Pt was undergoing electro-physiology study. Was defibbed three times when a burning smell was noted. Pt was turned to change the pads and a burn area on the edge of back pad and wire was noted as well as a burn to pt's mid back where pad was. Burn area treated with silvadine cream.